Event description:
This ra lead was implanted on (B)(6)2014 and remains implanted at this time. A report from (B)(6) 2016 stated that this lead had noise during interrogation and had changes on tests values, amlitudes, thresholds and capture. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).